Manufacturer narrative:
Manufacturer/compounder: (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a right sacrospinous ligament fixation, anterior and posterior colporrhaphy and perineorrhaphy in which one syringe of floseal was used. Following surgery, the patient developed a vesicovaginal fistula (vvf). It was reported the vvf was managed conservatively and healed without additional surgery. No additional information is available.